Event description:
It was reported that following the implant of a transcatheter valve, the valve dislodged. An attempt was made to retrieve the valve using a snare; however, the valve remained in the ascending aorta. There was no further intervention/treatment. Three days following the implant procedure, the patient died. The reported cause of death was due to multi-organ failure. Additional information was received that a pre-implant balloon dilation was performed as a standard for the implanting physician. Per the physician, the patient's death was not caused by the valve nor the delivery catheter system, but was caused by the patient's medical history including advanced heart failure secondary to severe aortic stenosis. The patient was also noted to be panvascular and anemic. Additional information was received that during the valve implant, the first valve dislodged towards the ascending aorta during deployment. The patient was rapid paced at 180 beats per minute (bpm). The deployment depth of the first valve was at 1 millimeter (mm). Following a second valve was implanted and mild paravalvular leak (pvl) was observed. Additional information was received that the second valve was a medtronic device, and the second valve could not be excluded as a contributing factor to the death.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {d-evprop23-29}; product serial/lot number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.